Event description:
It was reported that the patient's implantable loop recorder was explanted approximately 2 months after implant due to an infection and dehiscence. It was also reported that the physician requested an interrogation of the loop recorder prior to removal. The interrogation revealed 8 episodes of noise occurring on the day of implant. The loop recorder was not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).